Event description:
It was reported that 5 bd precisionglide¿ needles had black dots in them. The following information was provided by the initial reporter, translated from (B)(6): "five pieces with black dots. Black dots have been detected in 5 pieces of the meagj04 ¿ultrafine needle 27g x 13 mm¿ item, with batch 2019109, during the inspection process carried out on (B)(6) 2022."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes, d9: returned to manufacturer on: 15-jun-2022. H6: investigation summary: five samples and photos received for investigation. Upon visual inspection, photo shows three packaging blisters, the one in the middle has a black speck that appears to be on the plastic shield or in the packaging blister bottom web. No other defects or issues observed. Sample evaluation is performed, no foreign matter on the fluid path is observed, foreign particles outside the fluid path observed on three samples, and embedded foreign particle on the shield of needle of one sample were observed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that 5 bd precisionglide¿ needles had black dots in them. The following information was provided by the initial reporter, translated from spanish: "five (5) pieces with black dots. Black dots have been detected in 5 pieces of the meagj04 ¿ultrafine needle 27g x 13 mm¿ item, with batch 2019109, during the inspection process carried out on march 24, 2022."